Manufacturer narrative:
A request was made to have the cryoprobe returned to erbe USA for an evaluation. Nevertheless, based upon similar reported events, it appears that the accessory's failure was due to a manufacturing defect (note: see assessment by erbe germany). No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If the device is returned and examined and another determination as to cause of the incident is made other than a manufacturing defect, a follow-up report will be filed. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional visual inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer will be made aware of the findings.

Event description:
It was reported that an incident occurred with a flexible cryoprobe in a robotic biopsy procedure. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided). No other information was provided regarding any other accessory employed during the incident or the cryosurgical unit's settings. Specifically, it was reported that the cryoprobe exploded during the procedure. There was no report of any user or patient injury.